Manufacturer narrative:
(B)(4). Investigation summary: unconfirmed, no sample received. Investigation conclusion: the complaint was raised for information by the customer, thus not requiring an 8d report. The release paperwork was reviewed and did not reveal any non-conformity in relation to the problem statement --> batch was released in accordance to the acceptable criteria. A detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper --> the in-process and final inspection (critical dimensions + visual inspection) results from the supplier were all conform --> no data points towards a non-conformity on the thread. An incorrect compatibility between plunger and barrel --> this cause can be discarded as the event occurred on the market, the customer would not have been able to process an incompatible plunger. A malformed/non filled plunger --> this cause can be discarded as the event occurred on the market, the customer would not have been able to process malformed/non filled plunger. Root cause description: a detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper --> the in-process and final inspection (critical dimensions + visual inspection) results from the supplier were all conform --> no data points towards a non-conformity on the thread. An incorrect compatibility between plunger and barrel --> this cause can be discarded as the event occurred on the market, the customer would not have been able to process an incompatible plunger. A malformed/non filled plunger --> this cause can be discarded as the event occurred on the market, the customer would not have been able to process malformed/non filled plunger. Rationale: no samples or picture evidence were provided to confirm reported condition. Therefore additional investigation is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced device separation/breakage during use. The following information was provided by the initial reporter: product complaint- plunger came out of syringe.